Event description:
Complainant alleged that while analyzing the heart rhythm of a pt (age & gender unk) the pt's body "jerked/moved" as if a shock was delivered; however the device was not set to charge or deliver energy, and the device did not indicate that energy was charged or delivered. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.